Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and this defibrillation lead exhibited noise on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition. The pacemaker dependent patient was symptomatic with the inhibited pacing. Lead measurements were normal; noise could not be recreated with pocket manipulation. A boston scientific crm technical services consultant discussed the potential for the high voltage leads to be reversed in the device header, performing isometrics to try recreating the noise, and lowering sensitivity to least if least was tested during implant. Additional information was received indicating this lead exhibited a high out of range shock impedance. It was reported that at a previous change out procedure, a kink in the proximal coil was noted. A high out of range shock impedance measurement was noted in triad. The shock configuration was then changed back to rv to can. Technical services discussed troubleshooting techniques. No adverse patient effects were reported.

Manufacturer narrative:
The physician surgically abandoned the rate/sense portion of the defibrillation lead and placed a competitive pacing lead in the right ventricle. The shocking portion remains in service. Also, the device was explanted and replaced with another boston scientific crm crt-d of the same model. Upon receipt, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The available information suggests the shock portion of the lead remains in service. Should additional information become available this report will be updated.